Manufacturer narrative:
A manufacture representative went to the site to test the navigation system and confirmed the reported issue. The battery was replaced the issue resolved. A system checkout was performed and the system is working as intended. The battery returned to the manufacturer for evaluation. After functional testing, and visual/physical examination they were unable to confirm the reported issue. The battery was connected to a known good uninterruptible power supply (ups) and allowed to fully charge, prior to testing. The ups ran for seven minutes and thirty-one seconds before shutting down, the battery should power for at least three minutes. There was no failure found, the battery was replaced and a system checkout was performed the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the system is unplugged from the wall it shuts down immediately. No patient was present at the time of the event.